Event description:
Early removal due to patient c/o extreme vomiting and abdominal pain. Patient reported vomiting dark brown/maroon liquid and two dark stools that began the day after placement. At time of balloon removal, md noted esophagitis at the ge junction, esophagitis at the middle and lower third of the esophagus, and a superficial mallory weiss tear in the lower esophagus. Additionally, 2 cratered, non-bleeding ulcers (4 mm and 8 mm) were noted in the stomach body. Patient prescribed an additional 6 weeks of ppi meds.